Event description:
A report was received that a proximal lesion in the rca was stented with a 3.5x18 vision coronary stent system and haziness, thought to be a clot at the proximal portion of the stent, was observed and was re-dilated with a balloon catheter. Eleven hrs later, the pt returned to the cath lab and a distal lesion was found in the area just at the site of the original stent which was occluded. After opening the lesion up, it was noticed that the distal lesion was now looking like it needed to be treated and it was re-stented. Reportedly, the pt is doing fine.